Event description:
A surgeon identified a small defect next to the distal haptic of the intraocular lens (iol). The defect was noted after the lens was implanted. A review of the video of the procedure indicates the defect was on the lens when it was taken out of the box. There is no report of pt impact/injury associated with this event. The iol remains implanted.